Event description:
It was reported that "during use, the cable breaks directly at the plug. The connected device does not interrupt the power supply (safety cut-off), and the patient suffers a 1 cm burn on her thigh. All devices were checked for proper condition before the operation".

Manufacturer narrative:
The device in question was returned to manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The investigation has been completed on august 15, 2025. Customer declares the check of the equipment before use have been done. This is not really understandable, as a defect with this error pattern could be detected under normal circumstances. The IFU is stating that a damaged product can result in injury to patients and that a "failure of products" can occur clearly. The most probable root cause is the aging of the cable and therefore normal wear and tear due to its age (manufactured in august 2012). The above investigations did not reveal a root cause related to the labelling, the device, or its history. All production-related quality checks were passed, and no non-conformities were identified in the device's manufacturing records. The labelling was found to contain adequate instructions and warnings. The complaint history did not reveal any pickup in similar complaints, no trend was identified. The event is filed under internal karl storz complaint ID: (B)(4).